Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that after an ion transbronchial lung biopsy procedure, the patient had developed a pneumothorax in the right middle lobe (rml). The targeted nodule was 0.8cm in size and located in the rul on the fissure. A post-operative chest x-ray identified a moderate size pneumothorax; therefore, a 14 french chest tube was placed and the patient was hospitalized for 1 week, and then discharged home. The physician attributed the cause of the pneumothorax to the biopsy of a perifissural sub centimeter nodule. The diagnosis was adenocarcinoma. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.